Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding/ abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2003, c-section, colposcopy, gastric bypass and depression. Previously administered products included for birth control: mirena from 2005 to 2010; for an unreported indication: percocet, lortab, omeprazole and codeine. Past adverse reactions to the above products included hypersensitivity with codeine, lortab and percocet. Concurrent conditions included morbid obesity, uterine fibroids, fatigue, nausea, numbness, joint pain, heartburn, photophobia, phonophobia, panic disorder, tenderness, swelling nos, esophageal reflux, anemia, mood altered, mood swings, joint swelling and fibroids. Family history included diabetes. Concomitant products included medroxyprogesterone (depo provera) in 2010 for birth control as well as bupropion (wellbutrin), ciprofloxacin since (B)(6) 2014, montelukast (singulair) since 2011, multivitamins and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pain") and the first episode of dysmenorrhoea ("lower abdominal pain (during menstrual cycle)"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). In 2012, the patient experienced the second episode of dysmenorrhoea ("severe menstrual pain") and the third episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet), bactrim (mortin), naproxen, sumatriptan (imitrex), metaxalone (skelaxin) and surgery (robotic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved, the pelvic pain, migraine and headache outcome was unknown and the last episode of dysmenorrhoea had not resolved. The reporter considered genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea, the second episode of dysmenorrhoea and the third episode of dysmenorrhoea to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirmed satisfactory placement of both coils (B)(6) 2009: hsg: confirmed bilateral tubal occlusion. Bilateral fallopian tubes were blocked. (B)(6) 2015 surgical pathology report final diagnosis: uterus with cervix: chronic cervicitis. Serosal adhesions. Benign endometrium. Multiple leiomyomas gross description "a, uterus and cervix" the specimen consists of a 121 gram, 6.5 x 10.0 x 5 0 cm uterus with attached cervix the serosa is pink· ian with adhesions along the anterior aspect, the ectocervix is pink-tan, smooth, glistening, and measures 2.0 x 3 5 cm the cervical os is patent. The endometrium is red· tan and averages a millimeter in thickness . There are two (2) gray-white. Whorled intramural nodules measuring 1 3 em and :2 0 em. The essure sterilization devices are noted within the left and right adnexal regions . "A1 ," serosal adhesions ; "a2 ," cervix ; "a3," endomyometrium; "a4." Intramural nodules, representative concerning the injuries reported in this case, the following one/ones were reported via medical records: menorrhagia confirming abnormal bleeding (menorrhagia). Most recent follow-up information incorporated above includes: on 31-jan-2018: event vaginal bleeding, menorrhagia, migraines / headaches, dysmenorrhea (cramping), lower abdominal pain was added with essure lot no. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in united states on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. On (B)(6) 2009 an hsg (hysterosalpingogram) test was performed and confirmed satisfactory placement of both essure coils and bilateral tubal occlusion. Sometime after implant she experienced severe menstrual pain and bleeding. On or about (B)(6) 2015, she saw her physician and underwent a hysterectomy. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. A hysterectomy was performed. The event, seen as genital bleeding, is considered anticipated in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, she experienced this event sometime after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and genital haemorrhage ("bleeding/ abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 628969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2003, c-section, colposcopy, gastric bypass and depression. Previously administered products included for birth control: mirena from 2005 to 2010; for an unreported indication: percocet, lortab, codeine and omeprazole. Past adverse reactions to the above products included hypersensitivity with codeine, lortab and percocet. Concurrent conditions included morbid obesity, fatigue, nausea, numbness, joint pain, heartburn, photophobia, phonophobia, panic disorder, tenderness, swelling nos, esophageal reflux, anemia, mood altered, mood swings, joint swelling and fibroids. Family history included diabetes. Concomitant products included medroxyprogesterone (depo provera) in 2010 for birth control as well as bupropion (wellbutrin), ciprofloxacin since (B)(6) 2014, montelukast (singulair) since 2011, multivitamins and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 3 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced pelvic pain ("pain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ lower abdominal pain (during menstrual cycle)/ severe menstrual pain"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("uterine fibroid"). The patient was treated with ibuprofen, naproxen sodium (aleve tablet), bactrim (mortin), naproxen, sumatriptan (imitrex), metaxalone (skelaxin) and surgery (robotic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved, the pelvic pain, migraine, headache and uterine leiomyoma outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2009: hsg: confirmed bilateral tubal occlusion. Bilateral fallopian tubes were blocked. (B)(6) 2015 surgical pathology report final diagnosis: uterus with cervix: chronic cervicitis. Serosal adhesions. Benign endometrium. Multiple leiomyomas gross description "a, uterus and cervix" the specimen consists of a 121 gram, 6.5 x 10.0 x 5 0 cm uterus with attached cervix the serosa is pink· ian with adhesions along the anterior aspect, the ectocervix is pink-tan, smooth, glistening, and measures 2.0 x 3 5 cm the cervical os is patent. The endometrium is red· tan and averages a millimeter in thickness . There are two (2) gray-white. Whorled intramural nodules measuring 1 3 em and :2 0 em. The essure sterilization devices are noted within the left and right adnexal regions . "A1 ," serosal adhesions ; "a2 ," cervix ; "a3," endomyometrium; "a4." Intramural nodules, representative. Concerning the injuries reported in this case, the following one/ones were reported via medical records: menorrhagia confirming abnormal bleeding (menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: from pfs events " uterine "fibroids"" is added. Patient information are added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc was received on 17-nov-2016. Ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. A hysterectomy was performed. The event, seen as genital bleeding, is considered anticipated in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, she experienced this event sometime after essure insertion. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.